Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a system error. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the system fan and power supply fan are noisy. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer does not boot up and has an error message. The programmer was returned for repair. No patient involvement or complications were reported.